Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 959218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis"), mental disorder ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy, bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, bacterial vaginosis and vulvovaginal candidiasis had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered bacterial vaginosis, genital haemorrhage, mental disorder, pelvic pain, post procedural complication and vulvovaginal candidiasis to be related to essure. The reporter commented: essure insertion date provided in pfs : (B)(6) 2012 patient received treatment for pelvic pain, gen. Abnormal bleeding, bacterial vaginosis, candida vaginosis previously reported essure insertion date : (B)(6) 2012 1 trailing coil at both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal blockage consistent with successful essure procedure.. Lot number: 959218 manufacturing date: 2012-03 expiration date: 2015-03 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 959218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis"), mental disorder ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy, bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, bacterial vaginosis and vulvovaginal candidiasis had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered bacterial vaginosis, genital haemorrhage, mental disorder, pelvic pain, post procedural complication and vulvovaginal candidiasis to be related to essure. The reporter commented: essure insertion date provided in pfs : (B)(6) 2012 patient received treatment for pelvic pain, gen. Abnormal bleeding, bacterial vaginosis, candida vaginosis previously reported essure insertion date : (B)(6) 2012 1 trailing coil at both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal blockage consistent with successful essure procedure.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received : reporter, lot number added, rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis"), mental disorder ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy, bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, bacterial vaginosis and vulvovaginal candidiasis had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered bacterial vaginosis, genital haemorrhage, mental disorder, pelvic pain, post procedural complication and vulvovaginal candidiasis to be related to essure. The reporter commented: essure insertion date provided in pfs : (B)(6) 2012. Patient received treatment for pelvic pain, gen. Abnormal bleeding, bacterial vaginosis, candida vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : previously reported event "injury to herself" updated to " pelvic pain ", events- " gen. Abnormal bleeding, psych injury, post removal complications, bacterial vaginosis, candida vaginosis " added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.